Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator paddle wire insulation around the twisted portion was cut exposing the wires. There was no reported patient involvement.